Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a pulmonary vein isolation procedure, a versacross access solution was selected for use. The anesthesiologist brought attention to abnormal readings about the effectiveness of a medication, which led the physician to believe there was a potential effusion. The interaction occurred while a non-boston scientific mapping catheter was in the body, however, the anesthesiologist mentioned that an abnormal readings was noted before left atrial access. In the process of left atrial access, the physician believes that the versacross rf wire fell into the left atrium (la) without needing to rf puncture. The wire was not seen on intracardiac echocardiography (ice) in the la at this point. The sheath/dilator was not moved, once positioned on fossa. At this point, multiple views were consulted on ice and flouroscopy to check if it was safe to advance the transseptal sheath and dilator, and eventually the wire was confirmed to be in the superior vena cava (svc) area. At first, the physician thought we had slipped across a pfo, but it appeared we were in the svc in the ra still. The physician then attempted the transseptal puncture as normal, and the rf puncture was used to cross into the la as usual. The normal 1-3 mm of wire was tenting the fossa prior to transseptal, there was no difficulty or problems crossing once the versacross was actually seen tenting the fossa. Once the septum was engaged, rf pulse was delivered twice. The first time, the septum was not crossed, so a second pulse was delivered and the wire then crossed. Ice confirmed effusion and the physician performed the pericardialcentesis of the pericardial space. The blood withdrawn from the pericardial sac during the tap was tested and its low oxygen levels confirmed right sided blood. Fluid withdrawn was about 230 ccs, red in color. The patient was hospitalized and later discharged. Patient was hemodynamically stable. The device is not expected to be returned for analysis (disposed). No other issues were reported.